Event description:
It was reported that during a percutaneous coronary intervention, the balloon ruptured. The lesion was a 90% stenosed, severely calcified, tortuous mid rca (right coronary artery) lesion. The balloon ruptured at 20 atms. There were no patient complications as a result of this event and the patient was reported to be "good". The procedure was completed with another of the same device.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located 0.05cm from the proximal edge of the distal marker band. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. There was no indication of a manufacturing defect or anomaly identified within the review of the manufacturing records for the reported batch number. There are a number of factors that may influence a complaint of this nature these included the degree of stenosis, calcification and the tortuosity of the vessel. The information in the complaint indicates that the lesion was 90% stenosed, severely calcified and average tortuous. The most probable root cause will be considered operational context.